Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a calcified lesion in the superficial femoral artery. The supera stent delivery system was advanced to the lesion, deployed and implanted. During removal of the delivery system, the nose cone remained stuck in the proximal part of the stent and detached from the delivery system. A stent was implanted over the detached tip to embed it in the artery. There was no adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. Additionally, an inner member separation was noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that the thumbslide was not fully retracted to the start position and the system lock was not locked prior to removing the delivery system causing the tip to catch on the newly deployed stent thus resulting in the reported difficult to remove and resulting in the reported/noted separations (tip jacket, inner member); however, this could not be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. The treatment appears to be related to the operational context of the procedure as a stent was implanted over the detached tip to embed it in the artery. There is no indication of a product quality issue with respect to manufacture, design or labeling.